Event description:
It was reported an issue with monoplus suture. The client reported that threads unravel, threads come off the needle. Three batches informed with the same defect. Related notifications: 3003639970-2023-00176 & 3003639970-2023-00178. No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Correction: customer initially complained: threads unravel, threads come off the needle, nevertheless, from additional information received, it was confirmed that the defect was only needle detachment. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 36 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep), two of the samples does not fulfil the minimum. In both samples, the needle was already detached from the thread when opening the package. The results are: 1.56 kgf in average and 0.01 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.